Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl. The customer treated with the pump. Customer indicated that their doctor has not been contacted and their blood glucose value was 166 mg/dl at the time of the call. Troubleshooting was performed and found that the site is changed every 2 to 3 days and the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The device settings were correct. The customer indicated that the pump was under delivering insulin. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with 2.0 basal rates. The insulin pump functioned properly. The selected basal was delivery and recorded in pump basal history screen and matched properly on the pump daily total history. No basal icon anomaly or basal history anomaly noted during testing. Device functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. The insulin pump passed the displacement accuracy test. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.